Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility information by bbm sales organization in germany: "pump was torn from tower." "An anesthesia staff member pushed the prepared pump tower (inventory 112504) with the door correctly locked up to the marking points of the 200mt line on MRI 1. Immediately thereafter the tower was snatched out of her hands without a previous alarm and was and hurled into the mrt. Patients or users were not to harm. The mrt was put back into operation by the manufacturer on 11.07.2022."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is not confirmed. Statement from the manufacturer mammendorfer institut: the tesla spy of the device works faultlessly and would have warned the customer about the too close positioning of the space station MRI if it had been switched on. However, since the tesla spy had been turned off for several months, it could not warn. The customer should be aware of the correct use of the tesla spy. The commissioning instructions are included with the unit. (Was also in the drawer available).